Manufacturer narrative:
The insulin pump was received with up arrow button not responding due to flattened button dome switch. No moisture damage on electronics noted. The pump was unable to verify failed battery test alarm due to unresponsive button. The pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and failed battery test alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 250 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.